Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) sent the customer 2 new blue cables and the customer disposed of the 2 suspected blue cables. System was functioning normally and no site visit was required. The affected part involved with this complaint is a field scrap item and will not be returning to isi for further investigation. The system was tested and verified as ready for use. No image or video clip for the reported event was available for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed multiple errors that were related to the reported complaint that occurred during the benign hysterectomy surgical procedure. Additional log reviews confirmed that system rsk8039 was used on (B)(6)2022. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the customer converted after the start of the procedure due to system unavailability. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, there was a message that the surgeon side console (ssc) was not connected to the vision side cart (vsc). Prior to calling intuitive surgical, inc. (Isi) technical support, the caller replaced both blue fiber cables and power cycled the system with no change. The isi technical support engineer (tse) observed multiple communication errors 54, 55, 23 and 40 in the logs. The tse walked the caller through a system power cycle and the patient side cart (psc) was not connected to the vsc. The tse walked the caller through another system power cycle and the system powered back on with no change. The tse had the caller perform a hard power cycle, where they found the blue fiber cable was loose. After fully connecting the blue fiber cable, the system powered back on and the issue was resolved. The procedure was already converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.